Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low battery alert prior to the replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box 2. Section h9 - added battery depletion recall number pump passed the self test. However, unit received with high sleep and active currents. ¿pump was cut open to perform visual inspection and found evidence of moisture damage¿on the [pcba 1/pcba 2/motor/force sensor]. Swapped pcba 1 board with a test board and sleep and active current measurements passed. Pump successfully downloaded traces and history file using thump. In further full review in the pump history found unexpected low battery alarms on 05/13/2025 20:46:00, 05/13/2025 18:45:00, and on 05/13/2025 16:33:00. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Customer alleged for unexpected low battery alert, confirmed in the pump history and pump received with a high sleep and active current measurements due to moisture damage on the [pcba 1]. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss and charge/battery lasts less than expected was confirmed due to moisture damage on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.